Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-tttj and lot 970865 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that patient underwent a left tka on (B)(6) 2014 during which the patella was not resurfaced. On (B)(6) 2016 patient had a revision surgery. During the revision the tibial tray ar-503-tttj (lot 970865) was explanted along with tibial bearing implant ar-503-bj15 (lot 113601231). Procedure was completed using arthrex products. The following parts were implanted during the revision procedure: tibial tray ar- 513-t8 (lot 10019689), stem extension ar-513-1250 (lot 10018106), tibial bearing ar-513-bj18 (lot 113601327) and patella implant ar-504-psc9 (lot 113601511). Patient medical records prior to revision noted the following: palpation of the patient's left knee demonstrates patellofemoral region tenderness but no medial or lateral joint line tenderness. Mild effusion of the left knee. X-ray findings prior to revision were as follows: subluxation of native patella, but prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding. Planned (B)(6) 2016 revision procedure was left knee patelloplasty, possible revision.